Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer's current blood glucose was 300 mg/dl. The customer¿s other blood glucose level was 444 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer was treated by intravenous drip. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Insulin pump passed the delivery accuracy test at 0.08715 inches. The drive support was inspected and no anomaly was noted. However, device unexpected alarmed unexpected restart after removal and installation of the battery during unexpected restart error test due to c13 I/b leaking voltage. Unit received with minor scratched display window and case.